Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the load fill tubing sequence "insulin spewed" out of the tubing. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose was 90 mg/dl.